Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow keypad button was unresponsive. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on examination, the keypad was torn in the location of the up arrow keypad button. On testing, the contrast keypad button was unresponsive. The down arrow and ok keypad buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keys. On external examination, moisture was noted inside the battery compartment. A leak test was performed. The pump failed the leak test with a leak noted in the keypad at the up arrow keypad button. The pump was disassembled for investigation and revealed moisture inside the pump. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.